Manufacturer narrative:
Internal file number (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported deflation issue and leak; however, the reported difficulty removing the device, appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the 4.0x12 mm xience sierra stent was implanted in the saphenous vein graft to the right coronary artery. The 5.0x8 mm nc trek was inserted for post dilatation of the stent and the nc trek was inflated to 22 atmospheres. Two or three attempts were made to deflate the nc trek, but it would not fully deflate. The partially deflated nc trek was pulled to the guide catheter, but resistance was met with the guide catheter, so it was decided to remove the nc trek, the 6 french guide catheter, and the guide wire all together as a unit from the anatomy. Outside the anatomy, some contrast was visible inside the nc trek that was partially deflated. The nc trek was manipulated to deflate it. When attempt was made to inflate the nc trek outside the anatomy, contrast was seen coming out of the guide wire exit port on the nc trek. No additional information was provided.